Event description:
The customer reported that a tip of a firmfix screw found to be broken after surgery.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. It was reported that a biopsy was performed on quite heavy patient who moved so severely that the tip of an anterior firmfix sheared off and stayed in the tabula of the patient. The biopsy could be completed as expected and there were no injuries to the patient. The root cause has concluded this to be a combination of: 1. The heavy patient moving and not cooperating during the procedure. 2. Firmfix was used with the stop screwing mark being passed indicating that the firmfix was tightened with a high torque. The instructions for use provides information when to stop screwing. 3. The material batch for the broken firmfix screw was less hard than the previous batches, but it is still within specification of the specified aluminium quality. This is the only site that has reported firmfix breakages. This is a known risk (severity "marginal") and the risk assessment concluded that the risk is within acceptable levels. The severity of having a aluminum tip remaining in the skull bone was discussed with a neurosurgeon not involved in this case. Feedback was that this may cause minor inconvenience for the patient.